Event description:
The distributor reported that the keypad buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The "up" and "down" keys have intermittent response when pressed. The "contrast", "up", "down" and "ok" keys have normal spring back or click. The "contrast" and "ok" buttons respond appropriately when pressed. The keypad was removed to investigate revealing evidence of contamination under the "contrast", "up", "down" and "ok" contact buttons.

Manufacturer narrative:
(B)(4).the pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.